Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the patient had a vt episode and the device delivered atp and a shock that converted the patient. The shock revealed a low lead impedance, indicative of lead abrasion issue. The physician chose to monitor patient. Once the ICD reach eri and is changed out, the lead will be tested again.